Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Literature citation: coromilas, e. J., takeda, k., ando, m., cevasco, m., green, p., karmpaliotis, d., kirtane, a., topkara, v. K., yuzefpolskaya, m., takayama, h., naka, y., burkhoff, d., colombo, p. C., & garan, a. R. (2019). Comparison of percutaneous and surgical right ventricular assist device support after durable left ventricular assist device insertion. Journal of cardiac failure, 25(2), 105¿113. Https://doi.org/10.1016/j.cardfail.2018.12.005.

Event description:
A literature review was performed by abiomed, and a publication was found inclusive of an impella rp review of cases from 2007 to 2018 published/authored by the team at new york presbyterian columbia. The patient was noted to have had to be returned to the catheterization lab for impella rp malpositioning issues. Manufacturer device report 1220648-2024-10643 will address another patient from this literature article.